Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited abrupt, low, out of range shock lead impedance measurements on the non-boston scientific right ventricular (rv) lead over the past three months. No noise was observed. Technical services was consulted and offered programming and troubleshooting options. The patient was referred to their following electrophysiologist. Subsequently, a new non-boston scientific rv lead was placed. Further information was received that this device was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited abrupt, low, out of range shock lead impedance measurements on the non-boston scientific right ventricular (rv) lead over the past three months. No noise was observed. Technical services was consulted and offered programming and troubleshooting options. The patient was referred to their following electrophysiologist. Subsequently, a new non-boston scientific rv lead was placed. The crt-d remains in service. No adverse patient effects were reported.